Manufacturer narrative:
Concomitant medical products: 694965, lead, 559453, lead, implanted: (B)(6) 2005. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient thought a stitch might be "poking out of the outer left side of the incision and there was redness and clear/white drainage." The pocket area was found to be red and there was purulent drainage. It was determined the patient developed an infection/acute cellulitis and was treated with antibiotics. Approximately eight days later the patient was seen in clinic and there were no signs or symptoms of infection. The device remains in use. The patient is a participant in the (B)(6) study. No further patient complications have been reported as a result of this event.